Event description:
It was reported that an asymptomatic patient presented in clinic for a routine follow-up. Upon interrogation, the pulse generator displayed an error message. The device remained implanted. The patient would be schedule for a device replacement due to normal elective replacement indicator.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.